Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the right ventricular lead product was oversensing noise. The lead was explanted and replaced. The patient was in stable health condition.